Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic that the insulin pump had motor drive count error. Customer reported the no delivery. Customer reported that they were unable to rewind the insulin pump. Customer states pump was not exposed to a high magnetic field. Customer was assisted to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.